Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed ventilating the patient during a case. There was no injury reported.

Manufacturer narrative:
The dispatched fse found no problems during testing the device on-site. It was possible to obtain the additional information that the restrictions in ventilation during the procedure in question could be removed after changing the patient circuit system. The event could be reconstructed by means of log file analysis: the particular ventilation episode was stable and unremarkable for more than half an hour until an increase of airway pressure with initially constant and later decreasing tidal volumes occurred, indicating an increase of airway resistance and/or an alteration of the lung compliance. In consequence the ventilator more and more frequently reached the pressure limit set by the user. The device alarmed for pressure high, mv low, volume not attained and pressure limitation multiple times. The users were switching between the ventilation modes repeatedly but this did not result in any improvement. The end-tidal co2 readings increased continuously and the device stared to alarm for etco2 high, repeatedly. It was possible to identify the moment in time when obviously the patient circuit system was replaced - the ventilation was considerably improved by that measure. There was no indication for the potential presence of a device malfunction found in the logs; the ventilator was functional all the time and no fresh gas deficit occurred. A reasonable explanation would be that a filter in the patient circuit became more and more occluded during the procedure which then led to an increased resistance in the airway system and to the impairments in ventilation. By replacing the entire circuit this problem was rectified.

Event description:
Please refer to initial MFR. Report #9611500-2018-00257.